Event description:
It was reported that when the doctor put the blade of the product in place at the start of the procedure, he observed that there was metal abrasion from the blade and afterwards it broke. It was further reported that the broken piece was removed from the pt and the procedure was completed using another blade.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.